Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's implantable pulse generator was removed due to infection. The issue was resolved and the patient was alive with no injury as of (B)(6) 2016. The issue occurred during use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.